Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 was located in the distal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.50 x 16 mm taxus liberte stent, with 10% residual stenosis. Lesion 2 was located in the distal right coronary artery (rca) with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 38 mm taxus liberte stent, with 10% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with acute onset of left sided chest pain and was hospitalized on the same day. The 80% discrete stenosis in distal rca was treated with placement of a 2.5 x 14 mm non bsc stent. Following post dilatation residual stenosis was 10%. The 80% stenosis in the proximal rca was treated with placement of a 3.0 x 18 mm non bsc stent. Following post dilatation residual stenosis was 10%. The 60% stenosis in proximal circumflex was treated with placement of a 3.0 x 12 mm non bsc stent. Following the post dilatation residual stenosis was 10%. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).